Manufacturer narrative:
Internal report reference number: (B)(4) 2023. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 109 and 43 mg/dl and 119 and 35 mg/dl. The customer¿s expected am/pm fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 95 mg/dl and 121 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/22/2024 and test strips were opened a few weeks ago. The meter memory was reviewed for previous test result history: result 1: 109 mg/dl date: (B)(6) 2023 time: 10:40am fasting. Result 2: 49 mg/dl date: (B)(6) 2023 time: 10:39am fasting. Result 3: 73 mg/dl date: (B)(6) 2023 time: 7:31pm fasting. Result 4: 139 mg/dl date: (B)(6) 2023 time: 6:27pm fasting. Result 5: 145mg/dl date: (B)(6) 2023 time: 12:40pm fasting. Result 6: 119 mg/dl date: (B)(6) 2023 time: 12:24pm fasting. Result 7: 35 mg/dl date: (B)(6) 2023 time: 12:23pm fasting.